Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient may have seen a red alert on their remote monitoring system years ago. No further information was able to be obtained about the previous alert, but the patient has been checked and there are no recent alerts. This implantable cardioverter defibrillator (ICD) and the existing system remain in service. No adverse patient effects were reported.